Manufacturer narrative:
The complainant in the EU did not return for investigation any product nor was imaging shared for analysis. The vessel damage and associated hemorrhagic shock is due to underlying patient condition. The physician had commented that the patient had sclerotic vessels. There was a chance for this complication to occur during any intervention and with any introducer placement to the femoral artery. The failure mode will be monitored and trended.

Event description:
A patient was admitted to the hospital in cardiogenic shock in (B)(6). An impella cp was placed via the left femoral artery for hemodynamic support during a cardiac angioplasty. Prior to transfer to the ICU, for continued monitoring, the medical team assessed the patient due to declining arterial pressure. The impella access site was visualized and found to have an arterial damage and associated retroperitoneal bleed. The patient showed signs of hemorrhagic shock. The team attempted to treat the issue with contralateral leg access and stent grafting as well as blood product infusion. Unfortunately, the patient expired from the hemorrhagic shock.